Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at incoming inspection for analysis it was noted that the cable for the device was worn. (B)(4).

Event description:
It was noted that the radiofrequency head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis.